Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 74 mg/dl, 17 mg/dl "lo" (<10 mg/dl), "lo," and 13 mg/dl within 10 minutes on the compact plus system. No adverse event reported. The alleged product was replaced and requested for evaluation.